Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with an intraperitoneal injection of vancomycin (1 g stat dose) and intravenous injections of tazact (4.5g twice daily, duration not reported) for the event. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).